Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.8, lab: 12.8. Results done within 1 hour of each other. Pt's target therapeutic range is 2.0 - 3.0. Bleeding observed on the upper left extremity and at the site of dialysis puncture from (B)(6) 2011.

Manufacturer narrative:
Investigation pending.